Event description:
It was reported that radiology PICC service inserted a 4fr single lumen powerpicc in cephalic vein into patient for intravenous antibiotics on (B)(6) 2024. Iva being administered via elastomeric infusor over 24 hours. Trimmed to 50cm, external length 12 cm. On (B)(6) 2024, district nurse noted PICC split, leaking. PICC removed. On (B)(6) 2024 a new PICC was inserted in radiology, 4fr powerpicc trimmed 45 cm, 7cm external length for intravenous antibiotics. On (B)(6) 2024 district nurse noted PICC split and leaking. On (B)(6) 2024, patient asked to present to radiology for PICC line assessment. This report addresses the first PICC, inserted on (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that radiology PICC service inserted a 4fr single lumen powerpicc in cephalic vein into patient for intravenous antibiotics on (B)(6) 2024. Iva being administered via elastomeric infusor over 24 hours. Trimmed to 50cm, external length 12 cm. On (B)(6) 2024, district nurse noted PICC split, leaking. PICC removed. On (B)(6) 2024 a new PICC was inserted in radiology, 4fr powerpicc trimmed 45 cm, 7cm external length for intravenous antibiotics. On (B)(6) 2024 district nurse noted PICC split and leaking. On (B)(6) 2024, patient asked to present to radiology for PICC line assessment. This report addresses the first PICC, inserted on (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 1 cm and 2 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Additionally, compression style damage was observed between the 4 cm and 6 cm depth markers. A review of the customer provided event information indicated that a securacath device was used as a PICC securement technique. However, the use of a securacath could not be correlated to the compression damage nor the observed catheter split. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.